Event description:
Information received via complaint form states the following: "hyper-adhesiveness of the product adhesive versiva xc. Redness kind allergy and itch."

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. This case was evaluated on november 26, 2013, no valid investigations were identified. Case forwarded to initial investigation for review as per convatec global handling complaint procedure. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.